Event description:
During knee arthroscopy, the pressure greatly exceeded the set pressure of the unit. The surgeon had the unit set at 70 and it went higher. Pt experienced extreme swelling. The pt was discharged and was reported as doing fine. There was a 20 minute delay in the procedure as they had to switch to another pump.